Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# v169799, implanted: (B)(6) 2008, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the lead being left in was unknown but noted the likely cause as "switched stimulators". The patient also noted the likely cause of the surgery to explant the lead that was left in was "dr. Couldn't remove the lead". The patient indicated that the lead segment that was recently removed was discarded.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient (pt) has to have an MRI. The pt needs to shut the device off for the MRI. Technical services reviewed it would need to be put in MRI mode. When walking pt through putting device into MRI mode they got the message "MRI mode can't be determined due to abandon product". The pt said when they took the first stimulator out their urologist couldn't get the lead out. The pt found out when they went to get an MRI in maybe march 2023. They couldn't have an MRI because of the lead left behind. The pt had a surgeon remove the lead last month. The pt said, they don't have the abandon product left in their body anymore. The pt didn't know until today when they put the device in MRI mode that their MRI eligibility hadn't been update. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# (B)(6) serial# implanted: (B)(6) 2008 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 27-oct-2012, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.